Event description:
Reporting status: serious injury- medical intervention; permanent damage. Reporting rationale: snaring performed; portions of the guide wire remain in patient anatomy. Device issue: guide wire separation. It was reported that the physician intended to treat a subocclusion in the iva (intraventricular artery). A cross-it 100 guide wire was inserted into the vessel and another company's stent was implanted with success. Then, an attempt was made reach the collateral with a bmw guide wire in order to perform a "kissing balloon" technique. When the bmw guide wire went through the outer company's previously implanted stent, a bit of resistance was felt. The guide wire became frayed and then separated in some portions while in the patient anatomy. Different "goose neck" snare devices were used in order to retrieve the separated portions. One portion of the guide wire in the iva and one portion in the aorta were not retrieved. The separation of the guide wire and retrieval prolonged the time of the procedure. Reportedly, the patient is fine. The physician is going to see the patient for medical control within a month. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed with the guide wire was returned with no blood visible. There was contrast on the tip coils. The shaping ribbon was separated from the tipball. The shaping ribbon was 2.9 cm in length from the center solder. The tipball and the separated portion of the shaping ribbon was not returned. The core was intact. The shaping ribbon was twisted, 2.3 cm distal to the center solder extending distally for a length of 6 mm. The entire length of the tip coils were stretched and separated from the center solder. There were offset intermediate coils sporadically proximal to the center solder for a length of 9 mm. There was no other damage noted to the guide wire. There were twelve unopened guide wires returned with no blood or contrast visible. Visual analysis was performed on the twelve returned guide wires and there was no damage noted. The proximal end of the returned guide wire was passed through a hole gauge up to the offset intermediate coils. This did not meet manufacturing criteria due to the offset intermediate coils as noted. Each of the returned twelve guide wires were passed through a hole gauge and this met manufacturing criteria. The guide wire tips were tugged on to confirm that the core and shaping ribbons were intact. The guide wires were backloaded through a new stent delivery system and there was no resistance noted. The guide wire in this case was sent to the scanning electron microscopy (sem) lab for further analysis. Quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.